Event description:
It was reported that the insulin was exiting the infusion set tubing slower than normal. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer successfully completed the load sequence with the existing supplies and insulin delivery was resumed.